Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During procedure, the side car channel was torn and the guide wire could not come out accurately at the end of the tip. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable. Investigation results revealed the side car - rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned trapezoid rx basket was analyzed, and a visual inspection noted that the side car rx was torn/split and was pushed back. A microscope inspection was used to check the side car rx torn with more detail. A dimensional inspection confirmed the side car rx was pushed back out of specification. The reported event was confirmed. Based on all available information, it is possible that the manipulation or technique used when interacting with the device could have torn the side car rx. Side car rx pushed back is a sign that the device was subjected to some resistance. Therefore, the most probable root cause is adverse event related to the procedure.